Manufacturer narrative:
Approximate age of device ¿ .  A correlation between the device and the reported infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2018, the patient became more decompensated with associated altered mental status. Patient became hypothermic at 34.2c. Blood cultures were (B)(6) for (B)(6) and grew (B)(6). It was reported that there are several possible sources such as multiple lines, skin/soft tissue, and respiratory. The patient expired on (B)(6) 2018 due to multisystem organ failure. Although the infection was treated with antibiotics (vancomycin); it was not reversible. There was no indication of a driveline infection but the sternal wound was packed with a vac sponge and near the pump pocket. The patient decided to move to comfort measures. It was reported that the pump was operating as expected. No additional information was provided.